Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when attempting to insert the device into the artery, the artery was too small. The device was removed undeployed. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed the device encountered resistance during insertion causing the sheath to kink. To assure that all products perform according to specifications they are inspected during manufacturing. Specific to this case the sheath, exit ramp and guide wire patency are inspected to assure they are free of kinks, damage or blockage. Based on the analysis, inspection criteria and reported information, the reported difficulty during insertion appears to be related to the operational influences. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.